Event description:
It is reported that when the surgeon was inserting the stem, the locking ring of the shell came off entirely from the shell screwed to the acetabulum. Since it was difficult to put back the ring to the shell due to small incision, the surgeon further opened the wound to do that.

Manufacturer narrative:
Evaluation summary: no product was returned for evaluation. It is unclear if the appropriate surgical technique was followed. The locking ring may have partly dislodged from the shell during implantation of the shell, or during insertion or removal of the provisional liner (if used), and subsequently dislodged completely during impaction of the femoral stem. Based on the available information, a definitive root cause cannot be ascertained at this time. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.